Event description:
My son born on (B)(6) 2012, back in all my clothes by (B)(6) 2013 when I went back to work. Essure procedure done on (B)(6) 2013, set off store alarms going in and coming out of 3 different stores within a week of procedure. Unable to fit in clothes by (B)(6) 2013 (while still breast feeding and exercising much more than I had while on maternity leave. Went back 90 days later for test. One side was fine but left side was not, was told I needed to come back to 90 days. During the summer of 2014, I began having severe dizziness and started getting car sick even while driving, also noticed tingling in fingers and toes; had some of that while I was pregnant with my son and it felt very similar. Went back in (B)(6) 2013, left side was still not blocked, my ob wanted to do a tubal on that side. When I asked her if the coil could be removed since I didn't want a foreign object in my body that wasn't working, she replied "I don't know I've never been asked that, " I immediately called my former ob (the only reason why I was no longer a pt was he left his private practice to go into more of a research role and no longer handled pregnancies), when I met with him he gave me several options to remove both coils. I had both fallopian tubes removed in (B)(6) 2013. I can't tell you how exact, but I felt better instantaneously once they were removed.